Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During troubleshooting for an alarm, the home patient stated they started over with a new cassette, but reused the solution bags. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check lines and bags alarm, the home patient (hp) stated, they started over with a new cassette, but reused the solution bags. The technical service representative (tsr) advised the hp that they would need to end therapy. The tsr advised the hp that they could not respike the bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp has continued therapy with no injury or medical intervention as a result of this incident.